Manufacturer narrative:
The reported gore-tex tubing clot surrounding the outflow graft and low flow could not be confirmed through this evaluation. Review of the submitted system controller log file showed normal device operation above the low speed limit for the duration of the log file. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2013. It was reported on (B)(6) 2017 that the patient had experienced low lvad flow and heart failure symptoms a few months prior on an unspecified date. CT scan revealed that a clot formation was possibly inside of the gore-tex wrap that was wrapped around the outflow graft. The patient was admitted to the hospital with an inr of approximately 3. On (B)(6) 2017, a full sternotomy was performed, and upon moving the outflow graft the lvad flows returned to baseline. The lvad speed was increased, and the pump was left in the patient. No pump exchange was performed and the patient's chest was closed. No additional information was provided.